Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable. It was noted the patient lost simulation and saw the "replace generator soon" error message (dates unknown). A company representative met with the patient and was unable to establish a connection with the patient's ipg. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced.